Event description:
After suctioning a patient via endotracheal tube, the patient started to desaturate and the fio2 boost was not working on the touchscreen. The screen was unresponsive despite many attempts to utilize the boost feature. The red light on the boost button was lit but unresponsive. The patient was hand-bagged while the ventilator was exchanged.